Event description:
It was reported that during use on a patient, the intra-aortic balloon pump began to run on battery. When the batteries were depleted, the pump shut off. As a result, the console was exchanged. There were no reported patient complications.